Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the fiber optic cable assembly and fiber optic jumper cable, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the fiber optic port of the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
N/a.